Event description:
Patient revised on (B)(6) 2021 due to glenosphere disassociation approximately 2 years after primary surgery. Surgeon explanted the 36mm centered glenosphere with screw and 135/145 36/+3 standard humeral cup, and then implanted a new 36mm centered glenosphere with screw and 135/145 36/+9 stability humeral cup.